Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency <(>&<)> urge incontinence. It was reported that  the patient stated that they were not emptying their bladder completely, resulting in leaks. No further complications were reported at this time.